Event description:
Medtronic received information that during use of a bio-console 560 controller instrument, it was reported that the screen turned black after boot up, and error 69 appeared on the smaller screen. Use of instrument was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported black screen/ error 69 issue was verified during service. Service technician observed that the upper screen is black after booting up, code 69 display on small screen. The issue was resolved by replacing the cable assy, battery, assy mp module. During test, the pressure in channel 1 rose to positive 52, performed calibration and tested, and it passed. Preventive maintenance was performed as per specification. Note: the instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Additional information b5. Medtronic received additional information that there is no record of battery replacement for this device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.